Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib)procedure with a coolflow tubing set. It was reported that there were some pieces of plastic in the tubing. No patient consequences were reported. Additional information was received on the event. The response received confirmed that the issue occurred before the procedure. The tubing was not used in the patient. The issue was found during flushing before connecting the tubing to the catheter. It also confirms that the material observed was loose inside the tubing with movement. No pictures were provided. However, the material was described as white, size was 2mm and spiky. The foreign material inside the tubing was assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 11/26/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The tubing¿s returned condition was noted as there was something in the tube that did not look to be a bubble. Therefore, it was assessed that the device was returned in the condition reported as initially it was assessed that there was foreign material inside the tubing. This issue remains reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an paroxysmal atrial fibrillation (afib)procedure with a coolflow tubing set. It was reported that there were some pieces of plastic in the tubing. No patient consequences were reported. The response received confirmed that the issue occurred before the procedure. The tubing was not used in the patient. The issue was found during flushing before connecting the tubing to the catheter. It also confirms that the material observed was loose inside the tubing with movement. The material was described as white, size was 2mm and spiky. The lab received the tubing and verified "material" was found in the tubing. The material was lost as it was decontaminated before the sample was collected. No analysis could be performed to identify the material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the investigation summary in follow-up #2 as it should have included: the customer complaint was confirmed. The root cause of the foreign material cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).